Manufacturer narrative:
Concomitant medical product: 6947 lead, (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had three anti-tachycardia pacings for a ventricular tachycardia (vt) which was declared by the device to be successful. But the patient continued to stay in vt for another twenty minutes as the rhythm was just below the treatment zone. The device was reprogrammed to capture the slower vt. The device remains in use. No further patient complications have been reported as a result of this event.